Event description:
Pulmonetic systems, inc. Received a call from a rep of facility in 2002. The rep reported the following problem: unit started smoking during demonstration. Unit was not connected to a pt at the time. Smoke was coming from the ac input on side of ventilator.